Manufacturer narrative:
The product involved was discarded. No lot information was provided. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer wore a new lens and experienced pain in their left eye. They later tried two additional lenses and continued to experience left eye pain. Despite the pain, they continued to wear the lens. The following day the symptoms started to worsen and the consumer did not wear any lenses. The consumers eye then became cloudy and eye pain increased. They tried to visit an eye clinic but were referred to the hospital for treatment. They were admitted to the hospital that day and stayed for 5 days. The doctor''s diagnosed the consumer with a bacterial corneal ulcer. Consumer is still experiencing blurry vision but pain has subsided. At the time of this report, the consumer continues follow up with the doctor once a week.